Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleged friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into plaintiffs blood. As a result he began experiencing severe pain, discomfort, inflammation, and injury. Doi: (B)(6) 2005; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor.

Manufacturer narrative:
(B)(4).

Event description:
Pfs alleges difficulty walking.